Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Summary: (B) (4) no anomalies were found. Set screw noted missing.

Event description:
It was reported that during the implant procedure, the device the connector screw came out of the header and could not be reinserted. The device was not implanted. No patient complications have been reported as a result of this event.